Manufacturer narrative:
Concomitant medical product: 5076-52 lead; 439688 lead, implanted (B)(6) 2017. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to endocarditis. No further patient complications have been reported as a result of this event.